Event description:
Provider states that the joystick was working and then stopped while the patient was using it. Provider states the unit will turn on but will not responded to any functions. No additional information provided.